Event description:
Pt complained of pain. X-rays revealed loosening. At revision, the poly on the patella was worn through and the metal and poly had separated. The poly on the articular surface was also worn.